Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and tubing of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The patient cleaned both ends and put it back together. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. The photographs were visually inspected and it was observed that the tubing / bushing was separated from the beige patient connector. The reported condition was verified. The cause of the separation could not be determined, however, the assembly between the two components is a friction fit and not a solvent bond; therefore, a strong tug on the tubing and or patient connector could cause a separation. Should additional relevant information become available, a supplemental report will be submitted.